Manufacturer narrative:
Device return and evaluation is not necessary as the root cause was not related to device function.

Event description:
It was reported that the patient underwent replacement surgery and one month later had another surgical procedure to reposition the generator due to surgical dehiscence. The suture was noted to have opened due to not being properly secured during the replacement surgery. No infection was noted therefore the generator was not explanted only repositioned. No additional relevant information has been received to date.